Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " a radial eus scope was examined (leak test) in the storage cabinet in duke south clinic 2h and found to have a "defective" leaking oe-u4 soaking cap" involving pentax model oe-u4/lot unknown. A return label was created for return of the product to pentax. Pentax provided replacement under order (B)(4).